Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 46 mg/dl. The customer was treated with cake frosting. The troubleshooting was performed. The customs was advised that somehow when sleeping the button pressed went into rewind with reservoir in pump and it pushed insulin through the tubing to her while connected and then she gave a bolus also causing her low blood glucose.